Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with multiple a47 alarms in the alarm history file due to corrupted history file. Unable to download unit using carelink pro due to multiple a47 alarms. No unexpected a17 or a21 alarms noted during testing. The insulin pump passed a21 error test and self test. The insulin pump has minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.